Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for ca2 calcium gen.2 (ca) on a c501 analyzer. The customer stated that they had been having water issues all day with their water system. The sample initially resulted as 10.6 mg/dl and this value was reported outside of the laboratory. The sample was repeated on an abaxis piccolo analyzer, resulting as 8.5 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The ca reagent lot number was 16156501, with an expiration date of 09/30/2017. The customer declined a service visit and stated that they resolved the issue by performing multiple mechanism checks on the analyzer in order to clear the bad water out of the system.

Manufacturer narrative:
The field service engineer performed preventive maintenance on the analyzer. Operational and mechanical checks passed. All controls were found to be acceptable to the customer. The system was found to be performing within specifications. The customer has confirmed that they have not experienced any further issues. Investigations determined the root cause to be related to an improperly working water supply system within the laboratory. The ca assay is strongly dependent on water quality. It was recommended for the customer to contact the local supplier of the water supply system.